Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 716 mg/dl. The customer was able to power the pump back on but did not complete the loading process, therefore no insulin was available when they attempted to administer a bolus via the pump the customer went to the emergency room and was subsequently admitted to the pediatric intensive care unit. Customer was treaded with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2024. Reportedly, the customer continued to use the pump for insulin therapy.